Event description:
It was reported that during an esophagus procedure, the device caused unwanted damage in the upper esophagus, including tearing and bleeding. The patient had obstructed airway during the procedure, had to place oral airway. Not enough room around the patient bite block and the dilator for the suction tube. Had aspiration of fluid into lungs. Damaged upper esophagus. Case completed with same device.